Event description:
On (B)(6) 2012, animas received information from the isd indicating the patient is no longer using the animas pump due to an alleged malfunction. The patient is in the hospital for unknown reason. Animas made several attempts to contact the patient for more information about the incident and to troubleshooting the alleged issue. This complaint is being reported due to the following conclusions: allegedly the animas pump malfunctioned. In addition, the patient was hospitalized for unknown reasons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).